Manufacturer narrative:
Stryker evaluated the device and was able to verify and duplicate the reported issue. The paddles lead cable was replaced to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their paddles lead is not working. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.